Manufacturer narrative:
No device return anticipated due to this being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that a male patient, who had initial bilateral total hip arthroplasty to his hips in approximately 2017 using novation crown, indicated an issue with the premature wear of the polyethylene, cross linked exactech connexion gxl liners, which led to the plaintiff¿s premature, debilitating osteolysis. They experienced severe pain and discomfort in both his hips. A total bilateral hip arthroplasty revision was recommended by his medical professionals. Due to premature wear and/or loosening of the product, plaintiff is scheduled for bilateral revision surgery to be performed in approximately (B)(6) 2022. This case is to investigate the right hip revision.

Manufacturer narrative:
H6: investigation results - investigation results- prosthesis wear, osteolysis, and risk criteria for early wear cannot be confirmed as limited information was provided and the devices were not available for evaluation. The most likely cause for the pending revision reported is due to early prosthesis wear/osteolysis. The gxl liner has already been phased out of the us market.